Manufacturer narrative:
As reported, the three (3) genesys pressft anchors are not expected for evaluation, as they were discarded at the user facility after the second surgery on (B)(6) 2015. Without the actual products, an evaluation could not be performed and the cause of the alleged problem therefore could not be determined. This device was manufactured on 20-apr-2015 in a lot of (B)(4) units. There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported post-operative complication. A review of the complaint history showed there were no other similar complaints received for this item and lot number combination. A 2-year review of complaint history for this device family found there have been no other complaints with revision surgeries to remove the anchors due to post-op complication/infection. During this same time frame approximately (B)(4) units were sold worldwide, making the rate of occurrence for this failure mode (B)(4). Based on available information, it is believed that the most probable cause of this reported postoperative complication might be related to the young patient's pre-exiting p. Acnes (propionibacterium acnes), or an allergic reaction to the suture and/or the anchor. This is an isolate incident and the failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. No further action is planned at this time. The conmed linvatec pressft and genesys pressft suture anchors are intended to reattach soft tissue to bone in orthopedic surgical procedures. To reduce the risk of injury to the patient, the instruction for use (IFU) provides the following precautions and warnings: contraindications: foreign body sensitivity, known or suspected allergies to implant and/or instrument materials. Blood supply limitations and/or previous infections which may tend to retard healing. Conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. Warnings and precautions: the patient should be advised that product materials may cause allergic reactions including but not limited to, foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation. Detailed instructions on the use and limitations of a device should be given to the patient. The patient should be told to follow the surgeon's protocol for postoperative management. Any decision to remove the device during a second procedure must take into consideration the potential risk to the patient of an additional surgical procedure. Implant removal must be followed by adequate postoperative management. Devices were discarded at the lab.

Event description:
The end-use facility reported that the (B)(6) male patient underwent a reverse humeral avulsion glenohumeral ligament (hagl) repair with posterior bankart reconstruction procedure on (B)(6) 2015, and three (3) nb262 genesys pressft anchors were utilized by the surgeon to complete the repair. The surgery was completed according to plan with no problems or complications noted. However, the report further indicated that during post-op visit the patient was presented with limited range of motion in late (B)(6) early (B)(6), but no pain noted at that point. Follow-up on (B)(6) 2015 for MRI results, patient showed sign of increase stiffness, but still no pain, swelling, or inflammation. Surgery was then scheduled for (B)(6) 2015. During surgery, all three (3) anchors were easily removed and fully intact. No evidence of puss or fluid noticed in the shoulder joint or around the anchors. Cultures were taken from inside the joint and sent for full-spectrum analysis. Joint was debrided and flushed out with saline-antibiotic administered. Reportedly, the patient has acne on the skin surface of the shoulder in question. The surgeon believed to be p. Acnes (propionibacterium acnes), or an allergic reaction to the suture and/or the anchor. Follow-up information received from the user facility indicated that treatment will continue until clear of all traces of infection. To date, no additional information has been received in regards to the patient's latest condition or any indication that a long term adverse effect has occurred.